Manufacturer narrative:
Please disregard this report number (1282497-2020-09789). After reviewing additional information received from the initial reporter, it was determined that there was no air observed in the line and the infusion pump did not display an ¿air alarm¿.&nbsp;

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the set was installed and only passed 12 ml nutrition, the infusion pump displayed "air alarm", the pump was changed but the same problem persisted, for this reason the set was changed. The issue was noticed during patient infusion. There was no patient injury, medical intervention or adverse reaction is associated with this event.